Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm and no frozen display noted during testing. The following cosmetic damage was noted: cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer also reported that the insulin pump alarmed no delivery. Customer stated that the pump experienced a frozen display screen. Customer's blood glucose reading was 86 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.